Event description:
The following has been reported: nurse reported: "date of issue: (B)(6) 2026. When did incident occur? During procedure/process/infusion. Injury or adverse reaction? No. Stopped an active infusion? Yes. Drug administered: doesn't say. Power reset performed? Yes. Outcome after reset: issue resolved. During infusion there was air in line then the pump would not respond to any touch on the screen, finally cleared the alarm turned the pump off and restarted infusion after clearing air then all above happened again about 5-10 minutes later. Eventually able to get screen. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.